Manufacturer narrative:
Part number: 314.115, synthes lot number: 7730452, supplier lot number: n/a, release to warehouse date: 14jul2014, expiration date: n/a, manufactured by synthes jennersville. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive(tm) screwdriver t15 (p/n 314.115 lot 7730452) was received showing the distal screw driver tip twisted. No other issues were identified with the returned components of the device. Complaint confirmed? Yes. Investigation conclusion: the twisted condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) of the proximal humerus the surgeon noticed that a stardrive screwdriver seemed stripped. There was no surgical delay reported. Procedure was successfully completed using a backup screwdriver. Patient outcome is unknown. This report is for one stardrive(tm) screwdriver t15. This is report 1 of 1 for (B)(4).